Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a failed battery test on three battery changes. Customer's blood glucose was 242 mg/dl. The battery compartment and contacts are not damaged or corroded. Customer uses duracell batteries. Customer cleaned the contacts and inserted a fresh battery, but the device alarmed failed battery test again. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back-up plan. Nothing further reported.